Manufacturer narrative:
The device has not been received. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported that a particle resembling a white piece of plastic was found in the anterior chamber of the patient's eye. There was no impact to the patient.

Manufacturer narrative:
Correction: investigation findings: 4247.

Manufacturer narrative:
The particle was received for evaluation in a plastic specimen cup, but the device was not returned. The plastic specimen cup contained an unknown fluid. Visual inspection of the container found a white colored particle floating inside. The fluid was poured onto a 0.45 micron filter. The fluid was then vacuumed off in an attempt to trap any possible particles. Microscopic examination of the filter found one white/opaque colored particle. The particle was hard and is approximately 947 microns long by 511 microns wide. This particle was sent to an outside lab for analysis. The translucent particle sample was microscopically examined and photographed using a camera equipped optical stereo microscope. The translucent particle sample was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the translucent particle sample consists primarily of carbon. Lesser concentrations of oxygen, silicon, calcium, and aluminum were also detected. This is consistent with organic material and mineral deposits. The translucent particle sample was analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the translucent particle sample produced a spectrum polycarbonate. The laboratory concluded that translucent particle sample consists primarily of polycarbonate with lesser concentrations of mineral deposits. The needle wrench component used in bl5115-5 does contain a polycarbonate blend, but due to limits of analytical testing and lack of positive identification of the returned product, the origin of this particle cannot be definitively determined. The mineral deposits may be due to the liquid present on the dirty used parts. The trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.